Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 377 mg/dl and 1012 mg/dl. It was reported that the customer had to change the infusion set. It was reported that the customer did not have symptoms. The insulin pump will not be returned for analysis.